Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during initial drain. The home patient (hp) stated that there were no leaks or disconnection. The baxter technical representative (tsr) explained the alarms and had the hp cycle power. The hp will start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error (se) 2240. The hp stated that he was able to resume therapy successfully after starting over with new supplies. The hp stated he did not notice any visible damage or abnormalities with the supplies in use. The hp did state that his wife had set up and primed the machine two hours prior to the hp using the machine so that could have been the possible problem and that air backed up into the cassette due to this. The hp stated he did not make his registered nurse (rn) aware of the alarm. The hp stated since then therapy has been going fine. There was not patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).